Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their implant battery has been draining from full to empty overnight for a couple of months. Patient thought it was their controller not holding a charge, but then confirmed several times that it was the bottom number on the batteries screen, stating they charge at night and the top number will be at 90% in the morning and the bottom number will be empty. Agent reviewed implant battery depletion rates are based on therapy settings and usage. Agent reviewed role of rep and the patient was redirected to their healthcare provider to further address. Agent advised patient to call back if it is determined that it is the top number on the batteries screen that is draining. 97745bp-(B)(6).